Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No blank display noted during testing. No failed battery alarms noted when inserting a new battery. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No power alarms or alerts noted during testing or were found in the history files or traces. However, failed battery alarms noted in the pump history on (B)(6) 2023 at 20:30:19.000. In addition, pump error 63(variable=15) (filenumber=2017 linenumber=147) confirmed in the pump history on (B)(6) 2023 at 20:30:16.000 and at 20:30:29.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Failed battery alarms and unexpected battery power loss not confirmed during testing or in the power management graph. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Cosmetic damage was not confirmed at the label(faded). However, other cosmetic damage confirmed where scratched case, pillowing keypad overlay, and cracked keypad overlay was noted. Pump error 63(variable=15)(line number 147 file number 2017) was confirmed in the formatted history file due to suspecting hardware error with twi interface (esf#3926945). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Pump was returned for failure analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump received a battery-failed alarm and shut down. It was stated that the battery was replaced but the insulin pump did not turn on. The insulin pump label was rubbed off. Troubleshooting was performed and found that there was no damage to the battery cap or the battery cap contacts. The pump display returned after inserting a new battery and restarting. The battery failed issue was resolved by securely fastening the battery and aligning the battery slot horizontally with the pump. Also, the customer did not receive battery failed/failed batt test alarm. The alarm history had a pump error 63, which was cleared and further troubleshooting for the pump error was declined. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The insulin pump was returned for analysis.